Event description:
During surgery for a femoral nailing on (B)(6) 2013, the flexible shaft connector came apart as the surgeon was finishing up reaming. The surgeon took the device out and continued with the surgery. Surgery was not delayed and no further issues were reported. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Without a lot number the device history records review could not be completed.

Manufacturer narrative:
This device used for treatment and not diagnosis.the manufacturing documents were reviewed and no complaint related issues were found. The device was manufactured in january 2005; the screw possible got loose during often use and decontamination procedures. Due to repeated complaints (B)(4) was implemented in 2009 to improve the described situation; the screw to be locked with adhesive loctite 243.